Event description:
It was reported that the screen from the wand came off during surgery. Screen was not located, xray was used to determine that the screen was not in the patient. Xray showed no metal artifact. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There are scuff marks present on the spacer as well. There are no manufacturing abnormalities visually observed with the returned wand. The extracted data from the wand found that the wand had been activated approximately 2 minutes. Due to the tip being detached from the device a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue.